Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error was present in the long trace due to force sensor out of specification (force sensor's zero-offset measures 3.0mv). Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and moisture damage in battery tube.